Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune like symptoms (chronic joint pain, hypothyroid, heart palpitations, night sweats, brain fog, unexplained fractures, abnormal lab findings, chronic cough and pain, lymphodermia left arm, dermatology issues, heat sun sensitivity, dry mouth, dry lips, ulcer taste, migraines, gastro-reflex, weight gain, sleep disturbances, depression, cognitive def-unction, dry eyes, fibromyalgia, nephrostomy , dental issue, and sleeping issue). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 500cc mentor memorygel breast implant on the right side and was presented with autoimmune like symptoms (chronic joint pain, hypothyroid, heart palpitations, night sweats, brain fog, unexplained fractures, abnormal lab findings, chronic cough and pain, lymphodermia left arm, dermatology issues, heat sun sensitivity, dry mouth, dry lips, ulcer taste, migraines, gastro-reflex, weight gain, sleep disturbances, depression, cognitive defunction, dry eyes, fibromyalgia, nephrostomy , dental issue, and sleeping issue). As a result, the device was explanted on (B)(6) 2019.